Event description:
This procedure was performed on the (B)(6). The stent was deployed as usual. As the delivery device was being removed it was noticed that the protege everflex stent was being elongated proximally to twice its length. The delivery device was safely removed. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.